Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery the anti rotation bar broke in half as the surgeon was inserting it into patient during hip fracture intertan case. The procedure had a delay of 5 minute. The procedure was finished using a smith and nephew backup device. No patient injury reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, although, it was reported the anti rotation bar broke in half as the surgeon was inserting it into patient during a hip fracture intertan case, it was reported the broken pieces were retrieve with a kocher clamp. Per the complaint details, the patient has a successful surgeon using a smith and nephew device with a reported 5-minute delay. Since all the pieces were removed and no other complications have been reported, no further clinical/medical assessment is warranted at this time. A visual inspection confirmed a piece of the bumber is broken off the journey fem impl impactor and has not been returned. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the listed batch. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.